Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had unstable thresholds that had been trending up. High impedance that had been trending up was also noted. The lead was explanted and replaced. No patient complications have been reported as a result of this event.